Event description:
Philips received a complaint on the xl defibrillator/monitor indicating that the device is unable to discharge, and then it will prompt that the configuration file is lost. The device was not in clinical use at the time the issue was discovered. Available details indicate that the customer declined further repair/support due to the equipment not being under warranty. The device was not available for additional investigation. Because the device is out of warranty, cannot be repaired, and was returned to biomed, the cause of the reported problem is unknown and cannot be confirmed. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text: customer declined further repair/support.